Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports the dermatologist thinks the patient (pt) is having "some kind of reaction to the titanium" at the ins healing site. Additional information was received from the manufacturer representative (rep) reporting that a dermatologist was managing the potential issue to determine if there was a reaction to the device (was undetermined at this time). The cause of the reaction to the titanium at the ins healing site was unknown at this time. No actions have been taken at this time that the rep was aware of beyond assessing if there was a reaction to the device. Additional information received from the consumer reported that the allergy patch testing was inconclusive but they did have a possible reaction to vanadium. The patient stated they developed sores all over their lower back but primarily at the implant location. The patient noted they were in a lot of pain and not healing properly for months. The patient had the device removed and cultures were taken that showed no infection. The patient had not gotten any new sores since the removal and the old sores were healing. The patient thought an allergic reaction is the likely cause and was going to pursue that further with an allergist. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.